Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed an astral device had a battery issue. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device had a battery issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral external battery pack was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The investigation determined that the reported event was due to poor soldering of a component within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).